Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order test, a force sensor error occurred and a broken syringe plunger driver was noticed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: additional information: no patient involvement was reported. H6: event problem and evaluation codes: updates not required h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found both tamper seals are broken, top case corners are chipped, bottom case screw post broken and cracked battery bay, chipped ear clip, both plunger cases chipped and cracked, as well as a missing battery. The devices event history log was reviewed for evidence of the reported event, no alarms were replicated. To conduct functional testing the device was powered up. Upon power up, couldn't replicate the force sensor test however, the force sensor was out of spec - force count was 297 (should be in 30s) and value was 6.38lb with no pressure applied. The plunger cases were both confirmed to be physically damaged. The most probable root cause for damage to the plunger assembly is due to the customer mishandling the device. The most probable root cause of the force sensor test is that an impact caused by the customer knocked the force sensor out of calibration. Force sensor and the plunger case were replaced. Performed the power up process and passed all functional tests. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.